Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure at (B)(6) hospital, the pipeline embolization device-475-18 stent experienced deployment issues. Initially, the stent tip failed to open smoothly after deploying about 8 millimeters. On a second deployment attempt, the stent tip again failed to open fully. After a third retrieval attempt, the stent could not be deployed again and dislodged into the stent catheter phenom27. The procedure involved the left ophthalmic artery with an unruptured saccular aneurysm, having a maximum diameter of 6.73 millimeters and a neck diameter of 5.21 millimeters. The distal landing zone artery size was 4.77 millimeters, and the proximal was 4.55 millimeters, with moderate vessel tortuosity. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 0. The stent and phenom27 catheter were withdrawn from the body and replaced with a new phenom27 catheter and pipeline embolization device stent, successfully completing the surgery.

Manufacturer narrative:
Product analysis #(B)(4):¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. However, the catheter body appeared to be cut at ~151.5cm from distal end and the remaining proximal section and hub were not returned for analysis. Therefore, any contributing factors could not be assessed. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal and movement during deployment as the pipeline flex braid ends were found to be fully opened and damaged. The braid was returned already detached from the pusher. In addition, based on the analysis finding, the phenom 27 catheter could not be confirmed to have catheter kick back as the catheter body appeared to be cut. However, the root cause could not be determined. Possible causes include patient vessel tortuosity, high friction, user operational context if user advances or retrieves intraluminal device against resistance, vasospasm and incompatible ancillary devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open/dislodgment was not determined. Multiple pipeline devices were not being used when movement occurred. There was no friction or difficulty during delivery or positioning. The device did not jump during deployment. The tip of the catheter moved during deployment. The pipeline was not placed in a vessel bend when it failed to open. Additional steps attempted to open the pipeline included raising the intermediate catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.